Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, without the device return it is possible the guidewire and the associated device had an unknown incompatibility due to device or case conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 will be filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a heavily calcified totally occluded lesion in the superficial femoral artery (sfa). The command 190 guide wire was advanced with a penetration catheter however the catheter became stuck. The guide wire was removed and replaced with a command 250; however resistance was felt during advancement and retraction with the penetration catheter. The guide wire was removed leaving the catheter in place and the procedure was completed using a non-abbott guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.